Event description:
The pump was programmed to deliver 300 ml in 2 hours. However, the pump delivered 300 ml in 1 hour. There was no patient injury.

Manufacturer narrative:
The device in question was returned to walkmed infusion for inspection. Pump serial number (B)(4) was subjected through a delivery accuracy test. The pump was programmed to deliver a target volume 40ml at a rate 100ml/hr. The pump failed the delivery accuracy test as it had delivered 43.6 ml, which a 9% over delivery. Walkmed infusion confirmed the pump did not meet walkmed infusion's acceptance criteria as it did not deliver within 5% of the target volume. The pump had a worn component that had contributed to the over infusion. However, walkmed infusion could not reproduce a 100% over infusion. The manufacturing records did not reveal any nonconformities related to the reported event. It should be noted, walkmed infusion recommends facilities send their triton infusion pumps in for annual periodic maintenance. According to walkmed infusion's records, tr 2335 has never been sent in to walkmed infusion for service since it was manufactured in 2010.